Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, however, the fse replaced the video slice (vsl). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed, and the test technician was unable to reproduce the reported failure by installing this board into the printed circuit assembly (pca) test system. The unit passed all tests that were performed without any errors. The unit remained in the test system for 7 days, while testing other parts, and it performed with no error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a non-recoverable fault. Prior to calling for assistance, the caller was in the process of power cycling the system. The system did not power back on and was stuck in power on self test (post). Error 307 was observed in the logs pointing to an issue with video slice (vsl) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a hard power cycle of the system and the error did not persist, but the caller was not able to get the universal surgical manipulator (usm) 1 carriage to move to the top of the range of motion, and the "da vinci is ready" voice prompt was not announced. The customer converted to traditional laparoscopic surgery. Isi followed up with the isi bariatric sales manager (bsm) and gathered the following information: the procedure conversion did not result in increasing port size incision or adding additional ports, and there was no injury to the patient.